Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, broken belt clip slot, scratched case and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.